Event description:
Health professional reports 3 consecutive protime system inr 5.1, 7.8, & 3.8 unspecified lab system inr 6.0. Patient therapeutic range not reported. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Manufacturer evaluation / investigation pending additional information from consumer.